Event description:
It was reported that a patient was hospitalized due to a diabetes-related issue. During the event, the patient's blood glucose level reached 500 mg/dl, but there was no reported injury or permanent damage. Hospital treatment with IV and saline insulin resolved the issue. Actions taken included bolusing via the pump, and a system check confirmed the pump was functioning correctly. Temporary suspension of the pump was noted during medical treatment, but insulin pump therapy later resumed. There was no reported impact due to ketones, and no issues were noted with the pump supplies.